Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range (oor) shock impedance. The field representative stated the impedance appears to be slowly increasing over time without a clear cause. An x-ray indicated there was no apparent fracture. The impedance upper limit was reprogrammed to 150 ohms and the patient will continue to be monitored. Boston scientific technical services (ts) discussed impedance and its effects over therapy and recommended performing a commanded shock to test the rv lead. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to update the event description section and the product status.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range (oor) shock impedance. The field representative stated the impedance appears to be slowly increasing over time without a clear cause. An x-ray indicated there was no apparent fracture. The impedance upper limit was reprogrammed to 150 ohms and the patient will continue to be monitored. Boston scientific technical services (ts) discussed impedance and its effects over therapy and recommended performing a commanded shock to test the rv lead. Months later, the patient received multiple shocks during a ventricular event. The stored episode revealed a code 1005, indicating an open circuit condition. Subsequently, the rv lead was surgically abandoned and replaced during a therapy upgrade procedure. No adverse patient effects were reported.